Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly and display with backlight assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed display and determined that the cause of the reported issue was due to an inoperable backlight inverter pcb assembly.

Event description:
The customer contacted physio-control to report that their device's display was inoperable. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio will replace the device's redux kit to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display was inoperable. There was no patient use reported with the event.